Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one device this evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the adapter led to the finding of two cracked solder joints and a bowed switch. Inconsistent reload recognition can be caused by a malfunctioning switch. The cracked solder joints and bowed switch were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap assisted distal gastrectomy after loading the adapter onto device, both the handle and adapter indicator illuminated green. The reload was connected onto the adapter. The reload status indicator did not flash. Attempts to load the reload were made several times. Though the indicator did not respond. New one was opened to correct the problem. The sales representative also tried loading the device and faced the same problem and then a new device was used for loading . The original handle had no problem. The event occurred during the procedure but the product was not used for patient. There was no harm occurred to the patient. Additional tissue resection is not required. There was no tissue damage. Nothing fell into the patient's cavity. The product did not lock on tissue. No bleeding occurred. The surgical time was extended by less than 30 min.